Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities ad intercourse, leakage, urge incontinence, reoccurring stress incontinence, dyspareunia, pelvic floor muscle spasms and mesh erosion. Continues to suffer multiple severe and painful personal injuries, including but not limited to vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually.

Manufacturer narrative:
This follow-up MDR is created to document the lot review: a review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.